Event description:
Site reported the treon system shut down during a biopsy procedure, no audible beeps for the ups were noted. No impact on patient outcome reported.

Manufacturer narrative:
Per RMA a new computer was sent to site. Upon retrieval of suspect computer it was found the video graphics card fan to be running slow as system mouse and keyboard locked up during glxgears. New computer fixed issues. No impact on patient outcome reported.